Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine via an implantable pump for unknown indications for use. It was reported that the patient went to the hospital showing symptoms of opioid overdose the evening following a pump refill (B)(6) 2022. A pump reading/log assessment was performed. The pump device appeared to be working properly. The patient was given narcan. It was unknown if the issue was resolved at the time of report. The patient's weight and medical history were asked but unknown. The patient's status at the time of report was alive - no injury.